Manufacturer narrative:
Additional information : one actual sample was received for evaluation. A visual inspection with naked eye identified a separation between the female connector and the main body; evidence of the chip was present (inadequate solvent). The reported condition was verified. The cause of the condition was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector disconnected from the twist clamp (mainbody) of a minicap transfer set. The was observed during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.